Event description:
In 2008, it was reported to boston scientific corporation, that a physician attempted to place a stent into the bile duct the day prior (patient age, gender and weight unknown).. According to the complainant, after insertion into bile duct, the physician attempted to release the stent and remove the guide-wire and guide catheter. The guide-wire was reported to have stacked and it was unable to be removed. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition was reported as good.

Manufacturer narrative:
The device was returned for evaluation and a visual examination confirmed the reported problem. The most probable cause is that the guide catheter became kinked and the suture cinched around the guide catheter while the device was placed. The guide catheter most likely stretched on the guidewire during attempted retraction due to resistance, which did not allow the guidewire to be retracted from the guide catheter. The resistance most likely caused the guide catheter to break. No patient complications were reported as a result of this event. The patient's condition was reported as "good."